Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set; further described as "the dark blue bit of their transfer-set having unscrewed from the light blue portion". This occurred after peritoneal dialysis (pd) therapy, when attempting to unscrew the patient line from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no. (Extension): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between female connector and main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.